Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown veterinary surgery on (B)(6) 2018 and suture was used. During the procedure, the needle-suture could not be used since the needle was detached from the suture easily during use on the soft tissue. There were no adverse consequences to the animal. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: a paper lid and a suture into winding former were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. The barrel hole was examined under magnification for suture remnant and none was noted. Additionally, there were slight marks on body that appeared to be by use of surgical instrument. The suture end was examined and there wasn't sufficient impression at the swage end, resulting in the needle pull off. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the damaged product is a light swage defect, this defect is caused when it is not tightened the press correctly and the swage area be weak on the needle/suture.